Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection noted the handle was removed from the charger and did not initialize. The bq data was taken from the handle and the charge fet (cfet) permanent failure was tripped. It was reported that the power pack was not ade quately charged. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre operatively, on a sleeve gastrectomy, the user by selecting the handle from one of the 5 chargers, the power status indicator light emitting diode (led) indicated flashing red. The handle showed a full battery level signal and was set into a power shell. After connecting the handle with the adapter the screen was showing a correct setting. Then connecting the loading unit, the handle screen was black and nothing worked and the handle suddenly powered off. A new handle, shell and the same adapter and reload were used to resolve the issue. It was noted there were no problems with the chargers. There was no patient involvement. Medtronic's initial evaluation of the incident is that the cfet permanent failure was cleared from the sbs data stored in the battery using texas instruments bq evaluation software version 0.9.92. The handle was then placed on a charger and was able to charge without any issues. The cfet failure could not be replicated. The cause of the handle being unable to charge in the pmv lab is due to the cfet permanent failure. The cause of the cfet permanent failure could not be reliably determined. This condition would result in the handle being unable to charge and therefore unable to enter firing mode pre-operatively.

Event description:
According to the reporter, pre operatively, on a sleeve gastrectomy, the user by selecting the handle from one of the 5 chargers, the power status indicator light emitting diode (led) indicated flashing red. The handle showed a full battery level signal and was set into a power shell. After connecting the handle with the adapter the screen was showing a correct setting. Then connecting the loading unit, the handle screen was black and nothing worked and the handle suddenly powered off. A new handle, shell and the same adapter and reload were used to resolve the issue. It was noted there were no problems with the chargers. There was no patient involvement. Medtronic's initial evaluation of the incident is that the cfet permanent failure was cleared from the sbs data stored in the battery using texas instruments bq evaluation software version 0.9.92. The handle was then placed on a charger and was able to charge without any issues. The cfet failure could not be replicated. The cause of the handle being unable to charge in the pmv lab is due to the cfet permanent failure. The cause of the cfet permanent failure could not be reliably determined. This condition would result in the handle being unable to charge and therefore unable to enter firing mode pre-operatively.

Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection noted the handle was removed from the charger and did not initialize. The bq data was taken from the handle and the charge fet (cfet) permanent failure was tripped. It was reported that the power pack was not ade quately charged. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.